Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition. Unit is missing the rear label and has damaged front housing. Customer's complaint of error code 10037 was not verified. Event log was unable to be downloaded. Service will replace the front housing. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error code 10037 and front housing is damaged. No reported adverse effects.